Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and fallopian tube perforation"), pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding") and urinary tract infection fungal ("uti/ yeast") in an adult female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin. Concomitant products included ciclosporin (restasis) and naproxen (naprosyn). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection fungal (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines "), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and dry eye ("dry eyes"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, surgery (essure coil removed) and surgery (essure coils removed.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, urinary tract infection fungal, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, dry eye and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dry eye, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased. Diagnostic results: the results of her essure confirmation test: migration of essure device and perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and fallopian tube perforation"), pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding") and urinary tract infection fungal ("uti/ yeast") in an adult female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin. Concomitant products included ciclosporin (restasis) and naproxen (naprosyn). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection fungal (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines "), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and dry eye ("dry eyes"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the first episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and the second episode of vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, surgery (essure coil removed) and surgery (essure coils removed.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, urinary tract infection fungal, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, dry eye and the last episode of vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dry eye, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased. Diagnostic results: the results of her essure confirmation test: migration of essure device and perforation (fallopian tube). Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and mr received. Events per pfs: migration and fallopian tube perforation, abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); dyspareunia (painful sexual intercourse); fatigue; hair loss; uti/yeast; migraines, headaches; nausea; pain; vaginal discharge; dry eyes were added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.